Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that the inserter tip was stripped. There was no patient involved.

Manufacturer narrative:
H3. Device evaluation summary: product analysis #(B)(6):product:nav2133 lot: em19a031 visual and microscopic examination confirmed that some of the threads have been broke off. There are no signs of the locking tube being bent. It appears the threads were broke/damaged due to misalignment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.